Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked between the connection of the water bag and feedset spike of three mr290vx vented autofeed humidification chambers. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290vx vented autofeed humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have received the complaint devices and completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290vx vented autofeed humidification chambers were not returned to fph for inspection. Our analysis is accordingly based on the event description and results of previous investigations on similar complaints. Conclusion: based on the limited information we received from the hospital, it seems that the reported leak is due to insufficient glue that had been applied between the connection of the feedset tube and waterbag spike. All chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Our user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The waterfeed tubing is attached to the spike by an automated gluing process. As part of our ongoing improvement process, additional glue is now applied to the water feedset spike during the automated assembly. (B)(4).

Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that water leaked between the connection of the water bag and feedset spike of three mr290vx vented autofeed humidification chambers. This was noticed during use on a patient. No patient consequence was reported.